Event description:
Incident with bd #309604 10ml luer-lok syringe used on heparin infusion pump in a fresenius 2008k dialysis machine. Syringe 'properly' hooked up to pump per machine instructions, initial bolus given, then programmed steady state infusion of heparin to give proper dose for child's weight. The heparin infusion pump is post dialysis circuit running at ps of approx 170 - 200 mg hg. During hep. Infusion, blood leakage was noted on the dialysis machine and approx 179 ml of pt's own blood was lost. No transfusion was necessary because pt had already been on epogen, but dialysis had to be discontinued and was therefore interrupted after syringe was removed, a visible crack running approx 2/3rd of the syringe barrel was noted by nurse. Syringe wrapper had been discarded, so not possible to determine lot number.

Manufacturer narrative:
Eval summary: a crack was confirmed in barrel side wall of the single device returned. Visual inspection showed a longitudinal crack from approx 1 1/2 inches long. Analysis of complaint data over the past two years reveal that cracked syringe barrel complaints occur at a chronic low level.